Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries by bench handling, power cycling, and functional stress testing without duplicating the report. The device passed on/off current testing, confirming that it is not drawing excess current from the batteries. The pads and batteries that were being used at the time of the reported problem were not returned for evaluation. A replacement device was sent to the customer. No trend is associated with reports of this type.